Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported: "I had a stryker right knee put in year 2014. A year in and it failed; there was swelling. Revised in 2016." Patient was revised to competitor devices.